Event description:
The customer contact reported that while operating on ac power, the pump powered off by itself whitout sunding an audible alarm tone. The pump was being used to deliver tridil on an unspecified line. The primary line of the pump was programmed to deliver at a rate of 40 ml/hr. No further programming parameters were specified. After an unspecified length of time, the pump powered off without sounding an audible alarm tone. There were no reported adverse pt effects.